Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis; however the device was returned. (B)(4). The device was returned for analysis. The reported guide detachment was confirmed. The foot retraction issue and device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of the femoral vein was attempted using a proglide device with a 7f sheath after a diagnostic coronary angiography procedure. Reportedly, after suture deployment, it felt very light closing the foot. Resistance was felt during removal of the proglide device from the anatomy and the guide tube and the sheath were found to be disconnected. The guide tube was removed from the anatomy with the foot. A surgical cut-down was performed to remove the sheath. No vessel damage occurred. Hemostasis was achieved via surgical suturing. Hospitalization was extended. The patient is doing well. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.